Manufacturer narrative:
The investigation confirmed that two non-reproducible, higher than expected vitros tropi es results were obtained from two independent patient samples when processed on a vitros eci immunodiagnostic system. Review of vitros trop I es quality control results from the time frame of the event neither identified nor ruled out the occurrence of a reagent malfunction as the control fluids did not have an expected trop I concentration similar to that of the patient sample in question. Service actions were completed, however, insufficient performance testing was completed pre-service to reach a definitive conclusion regarding instrument performance at the time of the event. The investigation cannot rule out pre-analytical sample processing as a contributing factor, as the customer¿s centrifugation protocol is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. The root cause of this event is unknown. However, an instrument issue, a reagent issue, or pre-analytical sample processing cannot be ruled out as potential contributing factors.

Event description:
The customer obtained two non-reproducible, higher than expected vitros tropi es results from two independent patient samples when processed on a vitros eci immunodiagnostic system. Patient 1 tropi es= 0.216 ng/ml vs expected <0.012 ng/ml. Patient 2 tropi es= 0.067 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result for patient # 1 was reported from the laboratory; however, a corrected report was issued to the physician. The result for patient # 2 was not reported from the laboratory. There was no allegation of patient harm as a result of these two events. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).